Event description:
During a surgical procedure the generator flashed an error code indicating low voltage and energy delivery ceased. Rebooting the generator did not clear the error so another genrator was utilized to complete the surgical procedure.

Manufacturer narrative:
(B)(4) method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
During a surgical procedure the generator flashed an error code indicating low voltage and energy delivery ceased. Rebooting the generator did not clear the error so another genrator was utilized to complete the surgical procedure.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in fair condition with minor surface imperfections. Power cord was received. No user manual, nor handpiece was received with unit. Internal visual inspection revealed nothing moving or broken in unit. Unit booted into f8 faults twice. All dc pcba cables were reseated and unit booted successfully. Lvps was adjusted from 3.21 vdc to 3.37 vdc. Unit delivered rf energy correctly into fixed resistors. The error log revealed that the unit was powered up on 2 unique days while in the field. Error log contains 1 e11 (patient return electrode disconnected) and 16 f8s (power supply voltage is too low.) The e11 error is considered a 'normal use' error and is not indicative of a problem with the unit. The f8 faults can be caused by two situations (a) the bulk high voltage power supply exceeds an upper or lower limit or (b) the vdd power to the u18 dsp ic is too low. The bulk 264 volt high voltage output was found to measure correctly at 359 vdc. The dc power supply pcba u18 vdd 3.3 volt was checked and measured only 3.19 vdc. Adjusting the lvps from 3.21 vdc to 3.37 vdc raised the lvps vdd to 3.30 vdc. This should eliminate further f8 faults from occurring due to low vdd voltage. Unit was successfully booted 60 times to verify that it no longer booted into an f8 fault condition. Root cause: the voltage at the 'vdda' input of the dsp (3.30 +/-0.01v, generator on-board, that powers the dsp's analog circuitry) is typically larger than the voltage at the 'vdd' input of the dsp (nominal 3.3v that powers the dsp's digital circuitry.) The nominal 3.3 v for the 'vdd' input is generated relatively far away, at the low voltage power supply (lvps), and experiences a voltage drop by the time it reaches the dsp. A difference between these two voltages can cause an oscillation to the 'vdda' voltage, which leads to incorrect analog voltage readings and, hence, false f8 faults. Adjusting the lvps eliminates this issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.